Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, customer was not outside of the labeled operating altitude range. Customer changed out the infusion set and cartridge to resolve each alarm. Customer's blood glucose was 350 mg/dl.